Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 48 mg/dl at the time of the incident. The customer reported that they needs replacement pump. Something is going on with current pump. When pump is delivering insulin it makes a weird ticking noise and it is giving him too much insulin. The patient's current blood glucose was 110 mg/dl. The drive support cap appeared normal. The insulin pump will be returned for analysis.